Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially it was reported that there was a tecnis toric calculator error. The calculation for the intraocular lens came out with +24.5 but the lens should have been +14.5 or thereabouts. Through follow up it was clarified that it was not a calculator error but a data entry error into the calculator by a technician. The implanted lens (model zct450 +24.5 diopter) was subsequently explanted in a secondary procedure. At explant, the incision was enlarged and a model zct300 +15.0 diopter was implanted as a replacement. The patient was reported to be doing good at discharge. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 2/21/2018. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection performed by a qualified operator using 12x magnification shows the product is cut in half, most probably to make explant possible, it also showed that a haptic was missing. The lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.